Manufacturer narrative:
This report is submitted on october 31, 2023.

Event description:
Per the patient, the y-battery charger is burnt where the usb connects to charge the y-batt charger and it will no longer charge. There is no reported injury. The implant remains in-situ.